Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high, out of range shock impedance. The patient was hospitalized as they suspected that the crt-d was close to normal battery depletion (nbd) and it was thought as well that the crt-d was not from (B)(6). When the pocket was opened, it turned out that the crt-d was from ssc. The impedances were analyzed, and they were within normal limits. Also, the device showed nine years on battery, therefore the procedure was not needed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).